Event description:
It was reported that following a cataract surgery, the surgeon noticed a "small silver shard that came out of the inserter" during attempt to implant the stents from a trabecular microbypass stent system. Per report, the shard was successfully removed from the operative eye intraoperatively with no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis file was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
An evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated once and one (1) stent was found outside the singulator and before the splay. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The remaining stent deployed from the device. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back for evaluation. The injector¿s trocar tip was found broken at the splay and was not returned. The injector¿s splayed trocar was found bent up in the direction of the insertion tube v-slot. The evidence suggests that the trocar was likely bias outside of the insertion tube while attempting to implant the first stent. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Further inspection found surface features of the trocar indicating a tensile failure. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The device was likely then further damaged due to how the device was returned. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. Further inspection found no non-conformances related to the reported event of broken trocar. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that two (2) stents were implanted with no adverse impact to the patient or additional intervention required. The patient's most recent status was described as "good", and the event noted as resolved.